Event description:
Device was implanted in pt in (B)(6) 2010. About 2 months later her menses became heavier. Sexual intercourse with her husband also became very painful. This pain evolved to jabs. She complained to her doctor who then performed an ablation procedure which reduces bleeding by installing a mesh along the uterine walls through burning. A few months later she noticed her stomach was getting enlarged and she was feeling bloated. She was also gaining weight and having insomnia. Severe pelvic pain followed. In (B)(6) 2013, her feet and legs started swelling. She also started having spasms in her pelvic area and lower back, as well as from her rectum down to her left leg. One night she noticed that she was having ambulation difficulties when she couldn't get out of bed. Right now she can't exercise on her treadmill, she's having anxiety issues, and is very irritable. She eventually lost her job. One time she went to the (B)(6) hospital, was examined and given pain medications. She got no relief, in (B)(6) 2013, she went to the memorial hospital where she was again checked and cleared, not until when she told them she had in her the "filshie clamp." She was advised to see her gynecologist asap. Her gynecologist refused seeing her because her insurance (B)(6) was no longer being accepted. She eventually got full coverage from medicaid and a new gynecologist. Said he had over 20 yrs of experience with the "filshie clamps" and that, they implant it, but that they do not explant it. She finally went online and discovered that many women were having the same problems like her. Moreover, she found out that the device had been recalled in (B)(6) 2010. She would therefore want the FDA to see that this device is taken off the market and is also requesting compensation and financial assistance to help get this device out of her.